Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a bifurcation lesion in the diagonal branch. A balance middleweight (bmw) guide wire was used for the procedure. Pre-dilatation was performed and a non-abbott stent was implanted. The bmw guide wire was removed without issue; however, the guide wire tip unraveled and the distal tip (2-3 cm) remained inside the diagonal branch. A goose neck snare was used to pull the separated portion into the ostium of the diagonal vessel and a stent was used to embed the separated portion to the vessel wall. A clinically significant delay in the procedure was noted. The patient outcome is fine. No additional information was provided.